Event description:
It has been reported that approx. 1 year after total hip replacement, x-rays showed radiolucencies at cement to bone interface. Pt underwent revision with impaction grafting and liner & head exchange.